Manufacturer narrative:
MDR 9615332-2018-00129 is associated with argus case (B)(4), biotene original oral rinse original.

Event description:
I used biotene and somehow before I could spit it out I swallowed it (accidental device ingestion). I went to bed and I noticed that my heart started to beat faster and faster (heartbeats increased). Consumer stated that his blood pressure was up (blood pressure high). Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a (B)(6) male patient who received glycerin (biotene original oral rinse (original)) mouth wash (batch number 80069c, expiry date 14th march 2021) for dry mouth. Concomitant products included trazodone. On (B)(6) 2018, the patient started biotene original oral rinse (original). On (B)(6) 2018, an unknown time after starting biotene original oral rinse (original), the patient experienced heartbeats increased and blood pressure high. On an unknown date, the patient experienced accidental device ingestion (serious criteria gsk medically significant). On an unknown date, the outcome of the accidental device ingestion, heartbeats increased and blood pressure high were unknown. It was unknown if the reporter considered the accidental device ingestion, heartbeats increased and blood pressure high to be related to biotene original oral rinse (original). This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information: adverse event information was received via call on 12 august 2018. The consumer reported that, "I take a serous of medications, I woke up at 4 o'clock with very dry mouth, I used biotene, and somehow before I could spit it out I swallowed it. I went to bed and I noticed that my heart started to beat faster and faster. After about 15 minutes, I have a cardio device that gives me the beats to my heart to let me know if I'm in a fib and it showed me that I was possible in a fib. My heart went to 153 beats per minute. I wanted to know if I could get that reaction from swallowing a mouth full of biotene dry mouth oral rinse. I never swallowed this before it was a mistake. One of the medicines I take is trazadone at bedtime. His blood pressure was up. He went to the emergency room and they increased his medicine. What else do biotene has in I know it has sodium. His heart beat was sporadic and eventually went down to 120 beats per minute. He routinely gets reports on his erythema blood pressure and everything was fine until he swallowed the product." Follow up information was received on 13 august 2018. Consumer stated that his blood pressure was up and then he went to the emergency room. They increased his medication. Initial and follow up information was included in the above narrative.